Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet with a dexcom g7 after announcing a pasta/lasagna meal as a breakfast meal per training guidance, followed by algorithm-driven corrections estimated at about 10 units that preceded a prolonged low; the user treated with rapid-acting carbohydrates and later planned a factory reset per trainer/hcp due to possible pump/meal maladaptation. Symptoms included hypoglycemia with shaking/tremors, diaphoresis, and muscle weakness, along with hyperglycemia preceding the low. Outcomes included an unexpected medical intervention in the form of medication-equivalent oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific medical device problem and device component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.